Manufacturer narrative:
(B)(4). Source of report (literature): stephanie d. Gan, aleksandr itkin. Deon wolpowitz: the american society for dermatologic surgery, 2013; from 1 to 2; hyaluronic acid-induced alopecia: a novel complications. Pharmacovigilance_comment: on january 21, 2014, injection site necrosis, alopecia, implant site pain, implant site infection assessed as serious and possibly related.

Event description:
This literature case was identified on january 09, 2014 and concerned a (B)(6) old female patient. The patient's medical history included facial augmentation. No concomitant medications were reported. On an unknown date, the patient was treated with restylane (cross linked hyaluronic acid) 6 ml into each temple for facial augmentation. It was reported that the procedure was completed by a registered nurse. Within 30 minutes of the procedure, she developed an intense burning pain in her right temple, treated with ice and an anti inflammatory herbal cream (arnica montana). The patient presented to an urgent care clinic (date unknown) with a 3 days history of persistent pain and was treated for suspected infectious etiology. On day 15 (date unknown), a dermatologist noted a well-defined patch of alopecia affecting 90% of hairs in the right temple with scattered superficial crusts. A biopsy demonstrated nonscarring alopecia with near-total shift out of anabena, focal trichomalacia, and pools of mucin consistent with ha (hyaluronic acid) in the dermis with a sparse perivascular inflammatory infiltrate as well as in a vessel lumen. Although alopecia areata was not suspected clinically, histologic features of alopecia areata similar to those seen in this biopsy prompted empiric intralesional triamcinolone (5 mg/ml) treatment. Steroid injections were repeated 3 weeks later. Three months after the procedure, 50% of hairs had regrown, excluding a small patch of scarring alopecia. Author conclusion: this is the first report of acute alopecia secondary to filler-induced vascular compromise. Patient counseling regarding this rare complication is recommended. Moreover, recognizing the constellation of signs and symptoms of vascular comprise that now include acute alopecia is critical for early intervention and prevention of complications. Gan sd, tkin a, wolpowitz d. Hyaluronic acid-induced alopecia: a novel complication. The american society for dermatologic surgery, 2013;1-2.